Event description:
Paramedics attempted to take a blood pressure measurement on a pt using the device. The pt was conscious and alert. When the device was turned on, the top half of the monitor display was allegedly blank and use of the device was inhibited. A backup defibrillator/monitor was immediately available and used for the remainder of the call. There were no adverse affects to the pt reported as a result of the alleged malfunction.